Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a long break in readings that lasted over two hours on (B)(6) 2015. Foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).